Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined high blood glucose level of 550 mg/dl and that resistance was experienced when filling the cartridge with insulin. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.